Event description:
It was reported that the patient had an episode. Atp was delivered, which accelerated the rhythm. A shock was delivered and return to sinus appeared. No action was taken and the patient's medical condition is good.